Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was experiencing diaphragmatic stimulation since the left ventricular (lv) lead was dislodged as confirmed through x-ray. Several configurations were tried however still resulted to diaphragmatic stimulation. The lv lead was explanted and was replaced with a non-bsc lead. The lead was out of service. No additional adverse patient effects were reported.